Manufacturer narrative:
An event for patient effects of heart block was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, a cause of the reported heart block could not be determined. The reported surgical intervention were a result of case-specific circumstances. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2025, a 27mm navitor valve was implanted at a depth of 7mm. There was no calcification extending beneath the aortic annular plane in the interventricular septum. On the same day, a permanent pacemaker was implanted due to complete heart block. The physician doesn't believe the patient or user experienced adverse health consequences due to the performance of the product. The patient has since been discharged.